Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:strip issue. (B)(4).

Event description:
Costumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 100-140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification,customer stores the product in the bathroom. He test strip lot manufacturer's expiration date is 9/30/2017 and open vial date is 8/30/2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: the customer is concerned with these results: hi on (B)(6) 2016 @ 8:07 pm, 596 mg/dl on (B)(6) /2016 @ 7:42 pm, and 299 mg/dl on (B)(6) 2016 @ 3:32 pm customer informed the customer that hi means the result is over 600 mg/dl. The customer stated that is not experiencing any symptoms regarding diabetes and does not need to seek medical attention. The customer is testing once or twice a day (fasting). The customer has recently made changes in her diet, exercise regimen, and medication. Customer educated of product proper storage environmental conditions recommended by the manufacturer.